Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection. The patient was treated with antibiotics and the infection cleared. No further patient complications have been reported as a result of this event.